Event description:
Cath lab staff report that during a procedure the patient arrested. Defibrillation electrodes had been attached to the patient, the device was charged to 200-joules and successful shock was delivered. Reportedly when a second shock was attempted the device charged but would not discharge when the shock key was pressed. The device was charged two additional times and each time the device would not discharge. The reporter stated the device was abandoned. A back up device was obtained and care to the patient was continued. The reporter stated there were no adverse affects to the patient as a result of device operation.

Manufacturer narrative:
Medtronic continues to investigate the reported event.